Event description:
This report is to advise of a punctured balloon found during investigation.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 401624) is an ous configuration not available in the us and is therefore not referenced in the gudid database. One 5f pacel flow direct pacing catheter was received for analysis. The results of the investigation confirmed a puncture along the balloon material. The balloon was unable to inflate due to a leak at the puncture location. The batch history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured balloon material remains unknown.